Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had an interstim ins and lead replaced on (B)(6) 2025. Caller read from the operative note that 2 tines were removed, however, it was found the lead was fragmented and the hcp was unable to remove distal portion. The agent reviewed having the patient access MRI mode regarding eligibility. The agent reviewed that if eligibility cannot be determined due to abandoned component, patient should be redirected to access fragment for MRI compatibility.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-33 (lot: v415400); product type: 0200-lead; implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.